Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. .

Event description:
It was reported that after an ion transbronchial lung biopsy procedure and mediastinal staging procedure, the patient developed a pneumothorax. The physician stated that it was a high-risk procedure because the nodule was right on the pleura. The post procedure computed tomography scan (CT) and chest x-ray prior to discharge were normal. The case was uneventful and the patient went home but the next day (over 24 hours) developed chest pain. The patient went back to the hospital and a CT was performed which revealed a large pneumothorax. The physician said he did not know if the cause was directly from the ion system or not, but there were no issues reported with the ion system. A pigtail catheter was placed to resolve the pneumothorax. The patient was hospitalized for 1 day, then discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.